Event description:
Per the clinic, the patient discontinued use of the device in 1982 (specific date not reported) due to an ear infection. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.